Event description:
It was reported that, during a pre discharge patient's check one day post implant, it was noted that pacemaker was exhibiting undersensing of low amplitude p waves. Pacing thresholds were found to be 1.4v and there were concerns of it being higher than expected. Technical services (ts) reviewed the event and stated that the thresholds measurements were due to the recent surgery. Ts also discussed the possibility of lead dislodgment. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the patient's intrinsic p waves were measured post-implant, and the sensitivity was appropriately programmed to a value half of the measured p wave amplitude, making undersensing an unlikely cause. The healthcare provider contacted technical services (ts) to confirm whether adjusting pacing pulse width outputs based on the threshold was appropriate. No adverse patient effects were reported. This device remains in service.